Manufacturer narrative:
Concomitant medical products: 429888 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a heart rate in the low forty beats per minute range was noted on telemetry when the cardiac resynchronization therapy pacemaker (crt-p) was programmed to pace at a lower rate of fifty beats per minute. The crt-p remains in use. No further patient complications have been reported as a result of this event.